Event description:
It was reported that the patient presented in clinic for a follow-up. Review of the merlin.net transmission revealed that the atrial lead exhibited noise leading to oversensing. The noise could not be reproduced during the follow-up visit. No programming changes were performed. The patient was in stable condition.